Event description:
It was reported that during a coronary stent procedure, the balloon leaked. The stent was successfully deployed. The pt did experience a drop in heart rate, chest pains and elevated st. The pt was given atrophine and monitored in the cath lab. Pt status is listed as "okay".